Event description:
It was reported that during a hernia repair procedure, the device advanced one staple and fired cleanly. After that, it would not fire any more staples. A new device was used to complete the procedure. There was no patient impact.

Manufacturer narrative:
(B)(4). Lifter. The analysis results showed that one device was returned in good visual condition. During the analysis the staples would not feed, therefore the device could not be functionally tested. The device was disassembled to verify the conditions of the internal components and the lifter was noted to be broken. It is possible that the tip of the device was constrained during the procedure in a manner as to prohibit the natural movement of the lifter, resulting in the driver to dig and break the lifter. It should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the require specifications; (B)(4). The batch record was reviewed and no anomalies were noted during the manufacturing process.